Manufacturer narrative:
The complaint that the castor of the navigation system broke was confirmed. Based on the investigation results it was evident that the castor broke off at the bolt. The device will not be returned to the customer.

Event description:
It was reported that during inspection of the navigation cart at the user facility, one of the casters broke. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that during inspection of the navigation cart at the user facility, one of the casters broke. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.